Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3998, lot# va0hxx1, implanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger.(B)(4).

Event description:
The consumer reported that there was a loss of therapy, loss of stimulation, shocking, and he was having pain on the side of the neck since implant. He had been in pain all week and "had enough" today on (B)(6) 2015, so he wanted to increase stimulation. There was also pain in his back and it was considered a gradual change in symptoms. An appointment with the managing doctor was scheduled for (B)(6). Some mornings he would take pain medicine 4 times a day and sometimes he did not need it. He wanted to discuss pain medications with his doctor. It was noted that the patient had a history of reflex sympathetic dystrophy syndrome (rsd) and spinal pain, and the device did not seem to be helping with pain and would not stop rds from traveling. The rsd traveled from the elbow and wrist to the shoulder in a year, with blisters on the arm, which was part of the rsd. Neck pain was from a fracture at c5 since before implant. The patient was getting 30-40% range of pain relief and the pain was getting worse during the day. The intermittent shocking started about 2 months ago in the middle of the back and it was getting worse. When it happened it would go all day long. The patient was not sure why it was happening and thought maybe it was coming from the implant. It was noted that a few weeks after implant his dad passed away and a lot of people were hugging the patient and something might have had happened. An MRI might occur in september. The patient had been taking shots to help the pain and he liked keeping his arm along the nice cool wall. 6 weeks ago the patient had an appointment with a doctor and a manufacturing representative (rep) and was given a new c program. The patient did not like the c program because it only went to 0.40, but program b allowed him to manually adjust stimulation up to 0.80. They reviewed how to change the program from c to b and now that the patient was on program b at 0.80 the patient was starting to feel better. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported that the patient was working with their health care professional (hcp) about their neck pain and may need a fusion to correct it. The patient had having trouble with their neck turning to the left since implant. The weight barring on their neck from their left arm gave them a lot of pain. The patient was using a strap on their arm to hold it up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the stimulation issue was related to positional movement. The intensity of the program was stronger when he lifted his neck up. No trauma or falls could be related to this issue. When the patient got shocked, he felt like his muscles were tearing and ripping. He used to tolerate it but it got worse. The patient did some x-rays on (B)(6)-2015 and saw his healthcare provider (hcp) on (B)(6)-2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.